Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they were having trouble recharging their ins for about 2 weeks. Pt reported they were in a lot of pain (higher than a 10 on pain scale), and their ins gives them relief, so they were very worried to be without their stimulation. Pt's ins was down to 30% or 40% (they reported both while on call), and they would likely lose stimulation by the end of the day today. Pt stated they went online and tried "some things" they found to help with recharging the ins, then got excited because they saw a screen they had never seen before; pt began to describe seeing passive recharge mode (prm) screens, and said they were trying to get the highest number, and pt got as high as a "10." Pt was able to begin charging and got their ins battery up to 40%, then controller said, 'finished charging.' Pt said everything they tried just isn't working. Patient services (ps) explained prm to pt in more detail and explained that a 10 would be a rather low number, as goes up to 100 - to which pt seemed surprised to hear. Ps had pt examine their recharger (rtm) cord/plug and controller port for any visible damages; pt reported no damages. Pt confirmed their rtm had been getting hotter than normal when they would try to recharge their ins. Pt stated their controller was at 50% and ins was at 40%. Pt said they would probably turn off their ins later today to save some battery to make recharging easier tomorrow after receiving rtm replacement. Pt mentioned they had their stimulation on today because their pain had been so bad without therapy, even though they knew that was risking letting the battery deplete again.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the device, model # 97755 intellis recharger (rtm), s/n (B)(6), revealed final test low reading is 0. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.